Manufacturer narrative:
(B)(4). Concomitant medical products: 42532007901, persona stemmed 5-degree tibia, 62753756. The 42540000041, all poly patella cemented 41 mm diameter, 63372064. The 42511000610, articular surface fixed bearing cruciate retaining left 10 mm height, 62611201. The 42502607001, persona femur cemented cruciate retaining, lot # 63361396. The 00111314001, palacos bone cement, 83804478. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00427, 3007963827-2018-00084, and 0001822565-2018-02853.

Event description:
It was reported that a bilateral patient had their left knee drained a few times, inflammation, burning sensation, and loosening. No revision is planned. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4).(exp date): 2020-01 d11 correction (lot number): 00111314001, palacos bone cement, 83304476 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.